Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart shutdown unexpectedly. No patient was present. Troubleshooting information was provided. The user went into self-test and unplugged the system from the wall. Both batteries drained at normal percentages. They plugged the system back into wall and the camera cart battery still dropped from 80% to 70% then shut off.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735773, product ID: 9735787. Product ID: 9735771, product ID: 9735788. No parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Multiple annex g codes were reported. G02002 corresponds to concomitant products 9735771 and 9735773 that comprises the reported event. G02027 corresponds to concomitant products 9735787 and 9735788 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the ups 9735787 main cart s8 svc was returned for analysis. Functional testing determined that it was malfunctioning causing the reported event. B01 c02 d02 the battery 9735773 48v s8 svc, battery 9735771 24v s8 svc, ups 9735788 camera cart s8 svc, ups 9735788 camera cart s8 svc were returned for analysis. Functional testing determined that they were functioning as designed. B01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The main cart and camera cart uninterruptable power supplies and batteries were replaced, the system then performed as intended. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.